Manufacturer narrative:
The lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) when the surgeon was pushing the plunger, the lens did not move down properly. Reportedly, there was patient contact with the cartridge and possibly with the lens but no patient injury. A different lens was implanted correctly. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
This supplemental report pertains lens serial number (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 7/23/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 insertion device was received inside the original box. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and no traces of viscoelastic were observed at the cartridge. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There are indications of coating observed at the cartridge canopy. There is no visible gap. The lens was stuck at the cartridge tube with the leading haptic not folded. The reported issue was verified. However, product quality deficiency could not be determined based on the observed damages. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.